Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to replace the rear controller board. A field service engineer tested in and found half height drawer 2 in the auxillary was failed. So, replaced the rear controller board and one of the drawer controllers on drawer 2-1. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure unable to recover. The customer reported that the user was able to remove the medication but there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.